Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the module was no longer communicating with the server. A field service engineer (fse) found that medapp was stuck on the ¿initializing peripherals¿ screen, indicating a hardware related peripheral issue. The pyxisbus ip was correct, but hardware test application (hta) was also stuck at loading peripherals. Disconnecting all drawers did not help. Logs showed the station stopped after reading the system controller type and would not pass the peripherals stage. The fse determined a docking board was needed. User logged in and pushed remote smart services (rss) files, and the user was able to log in successfully. Fse reimaged to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was not rebooting and station was offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.